Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-006: passed open expiration date. Note 1: manufacturer contacted customer in a follow-up call on 04-oct-2023 to ensure the customer's condition had improved- able to establish contact with customer who stated she was currently feeling well. Customer stated after the initial call she had gone to the hospital on 10/03/2023. At the hospital the customer's blood glucose was over 700 mg/dl using hospital's device; specific number and if result was fasting/non-fasting was not disclosed. The diagnosis was high blood glucose and customer was treated with insulin. Customer had been discharged the same day; no changes were made to the customer's health care program. Note 2: manufacturer contacted customer in a follow-up call on 09-oct-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for error message (e-5). The product is stored according to specification (customer did not disclose location). The test strip lot manufacturer¿s expiration date is 03/31/2024; customer was unsure of the exact open vial date and stated it was likely more than four months ago (expired). The customer did have another vial of test strips, same lot number, that had been stored and handled correctly. During the call, a blood test was performed by the customer and produced e-5 error using true metrix meter. The customer feels well and did not report any symptoms. Customer stated that she is frustrated due to not being able to obtain a result. Customer stated that she believed her blood glucose was high and she was going to seek medical intervention; customer stated she was going to call 911 and go to the hospital to have her blood glucose checked.